Event description:
It was reported that at follow-up, no capture and no sensing were observed. Flouroscopic revealed that the lead was not in the correct position. The lead was repositioned, and after one week, it moved again. The lead was explanted and discarded.

Manufacturer narrative:
Na